Event description:
The customer stated she was hospitalized for unknown low blood glucose levels. The customer stated she was in a coma due to the low blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.